Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Customer also reported that the device's escape button was unresponsive. The customer confirmed that the device may have been pressed against something for an extended amount of time. Blood glucose level at the time of the incident was about 98 mg/dl. Blood glucose level at the time of the call was 106 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.